Manufacturer narrative:
The account stated they were not sure if the patient position module alarm could be heard outside the patient room or not. No further information is available on the repair of the bed at this time.

Event description:
The account alleged the patient position module alarm volume was not loud enough. No injury reported.